Event description:
It was reported to technical services on 10/13/2011, that there is noise on this ra lead that is sensed inappropriately but has not led to inappropriate therapy yet. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).